Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the same day, the patient experienced elevated blood glucose (bg) up to ¿hi¿ (>600mg/dl) with extreme thirst. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly self-treated the elevated bg with insulin via the pump. The reporter alleged that the bg excursion was caused by a communication issue between the pump and the meter remote. Troubleshooting determined that the pump and meter remote had not been paired. There was no product issue found on troubleshooting; the communication issue was determined to be cause by use error in not pairing the devices. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.